Event description:
During a routine device exchange, the lead was unable to be loosened from the header of the device. The replacement procedure was terminated until the next day. The device was successfully explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of could not untighten the atrial setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the atrial setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. With the blood removed from the setscrew inset a wrench could then be fully inserted into it and engage the setscrew inset and untighten the setscrew and remove the lead. The blood came through a hole punched through the septum by the torque wrench at time of implant. Electrical testing was performed and the battery was observed to be at normal elective replacement indicator (eri) level.